Event description:
The field engineer reported that the sys was unable to produce x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. A system cable was replaced. The sys was then found to be operating as intended.